Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause for the breaking of the pin is the patient's hard bone and surgical technique. Part numbers, lot numbers, manufacturing dates, expiration dates, UDI numbers: ifuse implant, p/n 7070-90, lot# 332229, manufactured 01/31/2015, expires 2020-01, (B)(4). Ifuse implant, p/n 7060-90, lot# 222222, manufactured 09/11/2014, expires 2019-09, (B)(4). Ifuse implant, p/n 7045-90, lot# 353339, manufactured 04/07/2015, expires 2020-04, (B)(4). Ifuse implant, p/n 7060-90, lot# 493335, manufactured 04/17/2015, expires 2020-04, (B)(4). Guide pin 3.2 mm, p/n 500373.

Event description:
In (B)(6) 2015, the surgeon performed an si joint arthrodesis on the patient placing four implants. The patient had exceptionally hard bone. During the course of the procedure, the tip of a guide pin was broken off and left inside the implant when the implant was inserted. All four implants were ultimately successfully placed. The distal tip of the pin is safely in bone and is not breaching the neuroforamen. The proximal portion of the pin is safely inside the implant and is not protruding into the soft tissue. The patient suffered no injury secondary to the broken pin. The patient did not require additional medical care and is doing fine following the procedure.